Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument became stuck on tissue and the jaws would not open. The event occurred while the surgeon was attempting to ligate the uterine vessels between the uterus and the cervix. The vse instrument was installed on universal surgical manipulator (usm) #3. An error message was produced at the time of the event, instructing the surgeon to release the master tool manipulator (mtm) on the surgeon side console (ssc). The mtm was released; however, the instrument's jaws still would not open. The surgeon was reportedly unaware of the manual grip release slider of the vse instrument at the time of the event. An additional instrument was used to cut the trapped tissue away in order to remove the vse instrument. Due to cutting the tissue on a vessel, approximately 10cc of blood loss occurred. A bipolar forceps instrument was utilized to ligate the bleeding and resolve the bleeding. The vse instrument was reported to be working as intended prior to the event, and all appropriate tones for sealing and cutting were noted. The procedure was completed robotically with no further complications. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs for the vessel sealer extend (vse) instrument associated with this event has been performed. The logs show that the vse instrument was installed 1 time and passed homing 1 time. There were 39 cut complete events noted with no errors. There was 1 recoverable error found in the logs that is indicative that there was possibly bio-debris between the jaws or excess tissue between the jaws that could have caused tissue sticking. The instrument was used for about 28 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Cut and seal tests were performed and passed. The instrument was fully functional. No product issue was found.